Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The reported event for ineffective therapy was confirmed. The lead was received complete. Microscopic inspection of the lead revealed all wires were broken at 12.9cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.

Manufacturer narrative:
The reported event for ineffective therapy was confirmed. The lead was received complete. Microscopic inspection of the lead revealed all wires were broken at 12.9cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.